Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2019". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test his glucose levels for 4 days due to "replace sensor" message displayed on the adc freestyle libre sensor after 10 days of wear. Between (B)(6) 2019 and (B)(6) 2019, customer experienced loss of consciousness and was seen at the hospital where he was treated with unspecified medication. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test his glucose levels for 4 days due to "replace sensor" message displayed on the adc freestyle libre sensor after 10 days of wear. Between (B)(6)2019 and (B)(6)2019, customer experienced loss of consciousness and was seen at the hospital where he was treated with unspecified medication. Based on the information provided, there was no report of death or permanent impairment associated with this event.